Event description:
It was reported that a particulate matter (further described as hair like) was observed in the cap of a revaclear 300 during the priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number of MDR 9611369-2022-00026. All information can be found under manufacturer report number of MDR 9611369-2022-00026. Should additional relevant information become available, a supplemental report will be submitted.